Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the set separated at a y-port seam, and fluids spilled during a patient infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated and leaked was confirmed. During visual inspection, it was noted immediately that the vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. The root cause of the customer¿s experience was identified as a manufacturing issue due to no solvent applied at the junction of the vinyl tubing.

Event description:
The customer reported the set separated at a y-port seam, and fluids spilled during a patient infusion. There was no patient harm.